Event description:
It was reported that pump experienced malfunction code 16 without any notable events beforehand, and caller planned to continue using pump and rely on alternate method if necessary. There was no reported impact to the customer¿s blood glucose level. Customer support confirmed pump was under warranty, arranged shipment of replacement pump.